Event description:
In 2009, the pt reported she had an air bubble in her insulin infusion set tubing where the luer lock attaches to the adapter. She stated she has primed her tubing 3 times and can see the bubble move when she primes. She said "I am not going to worry about it, I'm getting insulin and I'm fine." Assistance was offered to try to prime the air bubble out or change the tubing but the pt declined. No blood glucose concerns related to this issues were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.